Manufacturer narrative:
Initial.

Event description:
It was reported that the user, who was fearful of hypoglycemia and intermittently paused the pump and announced meals late, experienced a low blood glucose event while using a g7 cgm, with a lowest reading of 32 mg/dl confirmed by glucometer and treated with approximately 20 grams of oral carbohydrates, after which glucose returned to range; the user had not completed a factory reset and further information was pending, and insufficient information was available to identify a specific device problem or component involvement. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to determine a medical device problem or a device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.